Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. (B)(4)-no code available used to capture change to surgical plan. Patient was under anesthesia when surgery was cancelled and rescheduled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was under anesthesia for a trochanteric fixation nail (tfn) nail removal procedure on (B)(6) 2018 when it was noticed the tfn set had wet oil in the instrument trays. No incision was made and surgery was rescheduled. Photographs provided show the oil residue was directly under the universal chuck with t-handle and the ratchet wrench. It is, therefore, concluded the residue most likely originated from these two devices. This report is for one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review (DHR): DHR not available as device is older than 23 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to (filing and archiving of specification documents), which was in place till august 2014. The last documented lot for part 393.100 is the lot 1099, which was manufactured in july 1995 in haegendorf. DHR not available as device is older than 23 years. A product development investigation was performed for the subject device: investigation site: cq zuchwil. Selected flow: 4. Visual . Visual inspection: the received universal-chuck with t-handle is in a completely dry condition, there are no residues visible. In general is the device is a very used condition, there are marks of hammer blows at the chuck and especially on top of the t-handle visible. Due to these hammer blows the t-handle is deformed, which has no influence on the functionality. Drawing/specification review: drawing, which was most likely in place when the chuck was manufactured, was reviewed and it can be confirmed that there is no oil reservoir in the chuck. The assembling instruction was reviewed, the review has shown that a few drops of oil are applied during the assembling of the chuck to make sure that the chuck can be easily moved. The used oil is autoclavable oil for synthes power tools. Non-toxic, part 519.970. Summary: the complaint is unconfirmed for the chuck with t-handle as there are no residues visible. The device is older than 20 years and was based on the appearance used/reprocessed many times in the meantime. Therefore, it can be excluded that any remainder of the during the assembling applied drops did lead to the wetness of the case. In general it can be mentioned that per important information leaflet movable parts should be lubricated during reprocessing with non-toxic synthes special oil. Finally, the exact cause of the complained issue cannot be determined, but excessive lubrication during reprocessing of the chuck could be a potential cause. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.